Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Hoverer, the patient advised they may not have fully tightened the supply bag to the supply line of the cassette resulting in a disconnection. A disconnection between a supply bag and supply line of the cassette is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five. The patient was connected at the time of the alarm. The patient stated one of the supply lines was disconnected from the bag; the patient advised they may not have fully tightened the bag to the line. The patient stated they had cycled power to the homechoice to clear the alarm. The technical service representative (tsr) assisted the patient in removing the set up and advised the patient to start therapy over with new supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.